Manufacturer narrative:
The study took place between june 2009 and november 2012. The abstracts were published 09/16/2014 and 05/2013. The devices were not returned and the lot numbers are unknown; therefore a physical investigation or lot history review could not be performed. Based on the reported information, the root cause of the reported event could not be conclusively determined; however, it should be noted that at the time of the event none of the mynx family of devices was approved for venous application. Additionally, it was reported that high risk patients were included in the study. It should be noted that the mynx product family of devices are only indicated for use with a 5f, 6f, or 7f procedural sheath. It was also reported that the 59% of the patients were receiving anticoagulation therapy and the average act at the time of deployment was over 200 seconds, which may place the patients at higher risk for hematoma or inability to achieve hemostasis. Should additional relevant information become available, a supplemental report will be submitted. This is the same study as manufacturer report ref #:3004939290-2016-00206. Abstract citation: verma, d., et al., (2014, september 16). Propensity score analysis of venous access closure using extravascular closure device in high risk patients [abstract]. Journal of the american college of cardiology. Conference: 26th annual symposium transcatheter cardiovascular therapeutics, tct, 64:11 suppl. 1. Verma, d., et al., (2013, may). Venous access closure using extravascular closure device: a propensity scorematched analysis [abstract]. Eurointervention. Conference: europcr 2013, 9:184.

Event description:
During a study that compared manual compression and the mynx vascular closure device (vcd) for venous closure, it was reported that one patient developed a hematoma (unspecified size) following mynx deployment. A total of 396 veins were closed immediately after cardiac catheterization procedure utilizing the mynx vcd. Approx 277 of the patients selected for mynx closure were considered high risk. High risk patients included patients with large venous access (8f) or high activated clotting time (act) at closure (greater than 200 seconds). About 14% of procedures were urgent. Following mynx closure, the mean time to ambulation was about 3 hours. Access site was evaluated at discharge and again in post-procedure clinic (week 1-6). No significant bleeding, pseudoaneurysms or deep venous thrombosis were noted. Additional information was requested, but is not available at this time. This is report 2 of 2 for this study.